Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. According to additional information by (B)(4) the front panel unit and parts inside the device were defective. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) sales & marketing (B)(4) and found that the front panel of the device was loose.this device is an olympus asset and no malfunction has occurred in medical facilities.there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Omsc concluded that the reported front panel anomalies may have been caused by aging deterioration, because 6 years and 10 months have passed since the device was manufactured. Also, damage to parts inside the device may have been caused by handling, because the device is an olympus asset. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-00903 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.